Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low blood glucose alerts. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer also reported having high blood glucose levels since the day prior to the call due to not wearing a sensor at the time. The customer¿s blood glucose during the incident was 441 mg/dl and the customer's blood glucose was 321 mg/dl at the time of the call. The customer reported the following symptoms due to the high levels: nausea and abdominal pain. The customer was wearing the pump within 48 hours of the reported event. Troubleshooting was declined for the high levels and the customer stated that they would monitor their levels and contact their healthcare professional. Auto mode was not used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.